Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Based on the review completed on 19-jan-2026 and investigation completed on 22-jan-2026 this MDR is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 20-jan-2026 against "lot number 5408161 and similar malfunction code(s): occlusion issues-cannot be determined, occlusion (e.g., occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). If there is no troubleshooting, inconclusive troubleshooting, or partial troubleshoot done and it cannot be concluded to be infusion related, refer to cannot be determined cannot be determined. No escalation required. The review confirmed that lot 5408161 and the identified failure mode are not associated with any ncrs or capas of the same or similar nature. Similar complaints search: a query was run in the eqms on 20-jan-2026 against "lot number" criteria equal 5408161 and similar malfunction codes: occlusion issues-cannot be determined, occlusion (e.g., occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). If there is no troubleshooting, inconclusive troubleshooting, or partial troubleshoot done and it cannot be concluded to be infusion related, refer to cannot be determined cannot be determined. No escalation required. The count of complaint is 1. The complaint numbers are complaint (B)(4). Device history record (DHR) review: the lot 5408161 was manufactured according to the work instruction (wi) version 101 and manufactured in the line 4 on 07-feb-2023 with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 5416761 was manufactured according to the wi version 2 and manufactured in the itl01, on 06-feb-2023, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: the reference samples for the lot 5408161 have already been previously tested for visual inspection and tested for flow on 14/jun/2023. All test results were found within specifications as per the test report database complaint (B)(4) test report.pdf attached in this record. Conclusion: testing did not confirm the reported issue; no nonconformance identified. Return samples testing: returned samples from the relevant lot were requested; however, the customer confirmed that the sample is not available for return. Conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per (B)(4) (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm. The blood glucose level was 500 mg/dl with moderate ketone levels and the patient was treated with correction bolus. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.